Manufacturer narrative:
Screen on/ quick bolus button-stuck was not verified. Battery not holding charge issue the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Event description:
It was reported that the pump battery was depleting quickly. Customer's blood glucose was over 500 mg/dl. A manual correction injection was administered to address elevated blood glucose. Additionally, it was reported that the wake button was sticking. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.